Event description:
It was reported that the ventilator was not powering up into normal operation with a constant audible alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.